Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 36 mg/dl. Customer treated their low blood glucose with orange juice, peanut butter and a granola bar. Customer advised they recovered from a surgery, infection and changed their site due to scar tissue. Troubleshooting on the insulin pump was performed. Customer advised the reservoir and status screen had the same amount of insulin. Customer performed the displacement test and passed.